Manufacturer narrative:
The meter was returned and investigated with retained test strips. The meter powered on with button press and strip insertion. Did not observe power issue with strip port. Meter memory was checked and the reported reading of 552 mg/dl was not found. Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. The complaints are not confirmed.

Event description:
Customer reported that he had been having difficulties with his adc blood glucose meter, noted that at times the meter would not turn on with test strip insertion and because of the problems with his meter he gave himself too much insulin. He further reported that on an unspecified date, "around 7:00 pm after eating dinner", he received a reading of "552 mg/dl" (a reading greater than the meter's assay range) on his meter and approximately an hour later he received a reading of "hi" (a reading greater than 500 mg/dl). Customer self-administered an unknown amount of insulin in response to the readings. Sometime after giving himself insulin he was talking on the phone with his grandson, who noticed the customer was mumbling and thought something was wrong so paramedics were called. Customer subsequently experienced a loss of consciousness. Upon arrival, a reading of 30 mg/dl was received on their meter, an intravenous infusion of unknown type was initiated "to raise (his) sugar level" and oxygen was administered. When he regained consciousness, customer was transported to a local healthcare facility, where he was hospitalized "for a diabetic coma". No additional information was provided by the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The customer's products have been returned and an investigation utilizing the returned meter and retained test strips (lot no: 1476606) has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. Meter powered on with button press and test strip insertion. A review of the meter's internal memory log failed to locate a reading of 552 mg/dl. The actual date of event is unknown. The date entered, is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.